Manufacturer narrative:
Submit date: 8/2/2016. An investigation is currently under way; upon completion the results will be forwarded.

Event description:
It was reported to covidien on (B)(6) 2016 that a customer had an issue with an enteral feeding pump. The customer states: the pump fed faster than it was set for.

Manufacturer narrative:
Submit date: 03/14/2017. An evaluation of the kangaroo epump was performed for the reported condition of the unit fed faster than it was set for. The unit was triaged and the reported issue was not confirmed. The unit passed all testing. A review of the device history record shows that this unit was manufactured in 2011 and was released meeting all manufacturing specifications.